Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical inc. (Isi) technical service engineer (tse) instructed the customer to remove the endoscope from universal surgical manipulator (usm) 3, press port or instrument clutch button once and reinstall and advance the scope. The customer confirmed that the action resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported recoverable fault during surgery. Intuitive technical support engineer (tse) viewed the onsite logs, found error 23003 on endoscope rotation. Customer stated the endoscope flipped orientation as soon as fault was recovered. Tse asked customer to remove endoscope from universal surgical manipulator (usm)3, press port or instrument clutch button once and reinstall and advance scope. Customer confirmed issue is resolved. Tse asked customer to check scope shaft for resistance at end of procedure. The procedure was completed as planned with no reported injury.